Event description:
It was reported that balloon rupture occurred. The patient presented with dialysis shunt stenosis and underwent percutaneous transluminal angioplasty. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a mustang balloon catheter. No patient complications were reported, and the patient was in good condition post-procedure.